Manufacturer narrative:
(B)(4) batch # (B)(4). Additional information was requested and the following was obtained: when the knife stopped on the way at the 1st firing, did the device lock-out (no staples deployed and no cut line started)? --- according to the report, it was not a lock-out. What happened was that the device stapled and cut all the way, but the knife stopped at the distal end and did not return. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? What was the product code of the cartridge (gst60t, ecr60d, etc.)? --- gst60b. The analysis found that one pcee60a device was returned with no apparent damage and with one gst60b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during resection of rectum, the knife stopped on the way at the first firing. The knife reverse switch did not function. After a new battery was changed, the knife moved and reversed. The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient.